Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with 15 bd vacutainer® eclipse¿ blood collection needle the safety shield broke off from needle. The following information was provided by the initial reporter: eclipse came lose from the needle.

Manufacturer narrative:
H6: investigation summary; bd had not received samples, but 3 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for hub/collar separation with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of hub/collar separation through a corrective and preventive action (CAPA) 1277214. See h.10.

Event description:
It was reported that prior to use with 15 bd vacutainer® eclipse¿ blood collection needle the safety shield broke off from needle. The following information was provided by the initial reporter: eclipse came lose from the needle.